Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the broncho fibervideoscope exhibited the connection between bending section and distal end was detached, due to adhesive peeling around bending tube. There were no reports of patient involvement.